Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient was hospitalized in 2009 with a blood glucose level of 40 mmol/l (720 mg/dl). Her normal blood glucose level is 8.5-9.5 mmol/l (153-171 mg/dl). Her physician suspects the infusion device was the cause of elevated blood glucose. No further information is available. Product was replaced and requested to be returned for evaluation.